Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as a signal loss gap longer than one hour was observed. The probable cause was determined to be potential patient misuse, smart device battery died. The reported event of signal loss is reportable based on the finding of a signal loss gap longer than one hour. No injury or medical intervention was reported.